Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The patient remained stable throughout the procedure.